Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient stated that she has had no problem with the device at all, except that this week two different times including yesterday she felt a shock at the ins site in her buttock area. Patient stated that she was walking to her car when she felt the shock. Pt further stated that she felt one shock and then another and then stated that the shocking sensation went away. Pt stated that the shock was painful. Pt stated that initially when she felt the first shock she thought it was her imagination but stated that she knew it wasn't when she felt the shock again. Pt stated that she did not check her therapy status following the shock. Pt confirmed that her stimulation was on at 1.6 v on program 2 while on the call. Pt confirmed that she has not had any recent trauma or falls but stated that she wonders if the leads have moved. Pt stated that she can't think of anything that may have caused that but stated that she wonders if it may be due to the way she has slept. Pt mentioned that she has been through airport security quite a while back, but stated that it was not anytime recent. Patient was to follow up with their doctor. No further complications were reported or are anticipated.